Event description:
Spontaneous. Patient reported tubing issue; new tubing used was warped/twisted into a ¿u shape¿ right out of the package. Tubing is usually straight. Pt used tubing and no adverse events or reduced medication distribution apparent (no missed dose). Patient no longer has the tubing on hand for possible return. Expiration date is unknown. No further information. Reported to (B)(6) by: patient/caregiver.